Manufacturer narrative:
Product analysis: power loss could neither be confirmed nor reproduced. Damage to the programmer's case, hinges, keyboard and display overlay was found. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer lost power, when the user interrogated a device, prior to implant. The programmer was returned for service. There was no patient involvement.